Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred. The customer was planning to do some system tests when it was identified that the x-ray was not working. The philips engineer has communicated with the customer via phone and confirmed the reported issue. The philips engineer suggested the customer for onsite repair, but the service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not working. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.